Event description:
Caller reported that a cartridge alarm 20 had occurred. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Tandem technical support decided to replace the pump. Customer reverted to an alternative method of insulin therapy.